Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an infection and vegetation was observed on the right ventricular lead. The source of the infection is unknown. The implantable cardioverter defibrillator (ICD) system was explanted and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.